Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 161 mg/dl. Customer's sensor glucose level was 56 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.